Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #: 1627487-2016-03019. Follow-up revealed the ipg was explanted and replaced on (B)(6) 2016. The issue was resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #: 1627487-2016-03019. It was reported the patient stopped receiving effective stimulation and eventually lost stimulation. An impedance check revealed high impedance on multiple contacts. Imaging was done and revealed the lead had pulled out of the ipg header. As a result, the patient will undergo surgical intervention.